Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they did not have a good night and woke in the middle of the night and had to turn stimulation up to get relief. The patient then saw the implantable neurostimulator (ins) icon on the patient programmer screen that they had never seen before. The patient was getting therapy relief and seeing the lightning bolt but wanted to know why they were getting the ins icon that was empty on the patient programmer screen. It was reviewed that the ins maybe getting close to depleting. The consumer reported that the assessed the situation with a manufacturer representative on (B)(6) 2015 and were referred to a healthcare professional. The appointment was reported to be for a battery replacement on (B)(6) 2016. It was reported that the battery replacement should resolve the issue. Relevant medical history includes spinal pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.